Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a barcode mislink had occurred, resulting in an incorrect strength being scanned. A technical support specialist (tss) identified that the barcode was linked to the interface system. The tss unlinked the barcode through the database and relinked it correctly. Testing at the station showed that the system now displayed the message barcode not found and no longer pulled up the incorrect medication identifier. The correct barcode was successfully linked to the correct medication ID. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, baclofen 10 mg was loaded into a drawer. Baclofen 20 mg was scanned for loading, which caused the drawer to open, and the 20 mg strength was loaded into a 10 mg pocket. The only factor that prevented a medication error was the catch in the epic bsma application. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.